Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2014 - device evaluation: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the downloaded pump records on the meter remote showed that the meter had emitted an ¿error 1 sub code 13¿. During testing, the meter powered on normally and was successfully paired with a test pump. No errors occurred during investigation. The complaint that the meter was emitting ¿error 1¿ messages was observed in the meter download but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter (error 1) issue. It was reported that the meter remote had a random error that did not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.